Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely to the customer¿s belt loop. Subsequently, the pump case would intermittently fall, causing infusion sets to be pulled out. Customer's blood glucose level was 250 mg/dl. The pump supplies were changed to address the issue.